Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90 percent stenosed lesion was located in a severely tortuous proximal to the mid left anterior descending coronary artery (lad). The lesion was predilated and the physician advanced a 3.0x20mm taxus liberte stent, but encountered difficulty crossing the lesion. When the system was removed from the patient, the distal end of the stent was found to be damaged. The procedure was completed with a different device with no patient complications. The patient condition post procedure, was reported to be "good".

Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context, as device performance was limited due to anatomical/ procedural factors. (B)(4).